Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported leakage in one side of the probe. There was no reported patient injury.

Event description:
It was reported that the was an alleged leak from one side of the probe of the feeding device. It was further reported that a new device was use to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
It was identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: per the lot history review, this is the 1st complaint reported for this lot number and issue to date. The quantity affected is 1. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the sample returned for evaluation was one 20fr tri-funnel replacement gastrostomy feeding tube. A visual, tactile, functional, and microscopic evaluation was performed on the physical sample. The sample was returned with visible stretching on the center of the balloon bolster. The balloon was successfully inflated with water. No leaks were observed on the device during inflation of the balloon or infusion of the primary lumens, even with additional pressure exerted during evaluation. The failure mode was subsequently interpreted as a leak around the stoma. The sample was sent to nogales for further evaluation. The balloon was visually, functionally, and dimensionally evaluated. The nogales evaluation concludes no asymmetricity or leaks were observed on the balloon. Therefore, the investigation is inconclusive for a leak at the side of the probe; the problem has unknown clinical conditions. The investigation has been inconclusive as the reported event may be related to clinical conditions. Therefore, the definitive root cause could not be determined based upon available information. Potential root causes include improper device size for the stoma size and infusion technique.